Event description:
Report received of a leakage of taxol. Upon priming the IV set with taxol, it was noted that there was leakage at the bottom of the filter. The taxol leaked onto the floor; it did not come in contact with a pt or staff member. The infusion had not yet been connected to the pt, however there was an approx 2 hour delay until a new infusion could be initiated. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.